Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the fourth of four reports associated with this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot h10c03048 with no issues noted during the manufacturing process. Root cause was determined as user error- poor aseptic technique. Current labeling provides ample instructions related to the prevention of user error- poor aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
On (B)(6) 2011, baxter contacted the peritoneal dialysis nurse (pdrn) regarding a home patient (hp) report of peritonitis on (B)(6) 2011. The pdrn stated that the hp had been away on vacation prior to the event and touch contaminated the peritoneal dialysis (pd) therapy supplies. On (B)(6) 2011, the hp experienced abdominal pain and cloudy pd effluent and came to the pd clinic where he was tested. After pd effluent was obtained, treatment was initiated intraperitoneally (ip) with ceftazadine and cefazolin both 2gm daily doses until (B)(6) 2011. On (B)(6) 2011, vancomycin 3gm ip weekly was initiated for 3 weeks due to the initial growth of (B)(6). The hp had fully recovered at the time of this report.